Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, sharp opening on plug strap bond edge and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional later reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported right side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one of implants ruptured". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "one of implants ruptured," affected side unknown. Device manufacturer unknown. Device status unknown.